Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (400-500s mg/dl) and the ketone level was large. Insulin injections were administered to address the bg level. As the customer could not identify any other issues, it was thought that the infusion set site was a possible cause. At the time of the report, the customer did not have additional supplies on hand to insert a new infusion set site. Upon follow up, after the customer changed the pump supplies, the bg level decreased to 100s mg/dl.